Event description:
It was reported that during use of a heli-fx endoanchor system, the end of the endoanchor broke off inside the applier and was subsequently removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed the applier was prepped according to the IFU. No error lights displayed on the applier when the fracture occurred. The endoanchor broke when it was being deployed. It loaded normally. When it was pulled out of the guide it was noticed that a piece was still on the applier. 3 endoanchors were deployed prior to the event. The fractured piece was accounted for. It was still on the applier and the rest was implanted in the patient as viewed on x-ray. The endoanchors were implanted prophylactically with a valiant stent graft (v31619643) which was implanted for aortic dilation. The physician could not provide a cause of what led to the fractured endoanchor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.